Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with multiple courses of antibiotics (dates not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.